Manufacturer narrative:
Patient information was unknown at the time of this report. Investigation is in progress.

Event description:
A surgeon reported that the system froze up during an optical ent case. While attempting to input video to the treon, the system froze and he had to restart the system. He continued the surgery without the use of the system. There was no patient impact.